Event description:
It was reported that during a during a craniectomy,ventriculostomy case the crna noticed that the sterile water in the fluid warmer container looked blood tinged, the result of some backed up blood in the IV tubing. The fluid warmer device and tubing were disconnected from the patient and examined. It appeared that the fluid warmer tubing was defective and allowed mixture of the sterile water from the warmer with the patient's IV fluid. This was confirmed by connecting a new set to the fluid warmer and not encountering the same issue. No patient harm or injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Photos received: two photos were included in agile complaint attachments for evaluation; it was observed a fluid warmer with sterile water container and one photo of the defective fluid warmer tubing. Received sample: one (1) sample was received in used conditions without original package. Visual inspection results from visual inspection: no anomalies were detected per psychically evaluation; however, leak test could not be performed since blood was observed through the tube. Root cause cannot be determined since the sample was not received in conditions to perform a thorough investigation. No corrective actions are required since the complaint was not confirmed. No lot number was provided; therefore, DHR (device history review) could not be performed.